Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device experienced low flow and was not warming patient. Patient temperature (pt) was 32.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.6c, water flow rate (wfr) was 0.5 l/m. Patient has been on therapy for about 5 hours. Had stop therapy, drain and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened lines and nurse added blanket as buffer under one pad line. Restarted therapy and water flow rate (wfr) would not rise above 0.3 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 25.2c, outlet control temperature (t2) was 25.1c, inlet temperature (t3) was 26c, chiller temperature (t4) was 6.6c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 3889.9 and pump hours were 81.1. Advised to swap out for new set of pads. Set these aside for follow up from tm for assistance with investigation.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device experienced low flow and was not warming patient. Patient temperature (pt) was 32.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.6c, water flow rate (wfr) was 0.5 l/m. Patient has been on therapy for about 5 hours. Had stop therapy, drain and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened lines and nurse added blanket as buffer under one pad line. Restarted therapy and water flow rate (wfr) would not rise above 0.3 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 25.2c, outlet control temperature (t2) was 25.1c, inlet temperature (t3) was 26c, chiller temperature (t4) was 6.6c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 3889.9 and pump hours were 81.1. Advised to swap out for new set of pads. Set these aside for follow up from tm for assistance with investigation.